Event description:
This is being submitted following a retrospective complaint review. Durng a knee arthroscopy, an extravasation occurred. User facility reported a pump run away problem. The pump continued to run with no alarms. The procedure was canceled. The pt had an overnight stay. Procedure to be pleted next day. No further info reported.